Event description:
The report from the affiliate indicated that during an academic conference that was the 15th annual meeting of the society of interventional cardiology, the following info was reported: the stent had focal restenosis in the 5mm proximal and distal segments. There was also in-stent-restenosis (isr) associated with stent fracture and confirmed by ivus. No add'l info is available.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.